Event description:
Information received indicates the head section will not rise.

Manufacturer narrative:
The technician found the loss of head up was caused by a loose connection on the head up coil. The technician reconnected the coil to repair the bed.